Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was diverticulitis. Eight days after the onset of peritonitis, the patient was hospitalized for the event. Treatment rendered for the event was not reported. Eight days after the hospitalization, the patient was discharged. At the time of this report the patient had recovered from the peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.